Event description:
Additional information indicates that patient was able to exit MRI mode on their own and the ipg became inoperable following a surgery where it was not set to surgery mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
This device is no longer connected to fsca. Patient was able to exit MRI mode on their own and the ipg became inoperable following a surgery where it was not set to surgery mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that following an MRI where the device was placed into MRI mode and is unable to disable MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.